Event description:
It was reported multiple intermittent occlusion alarms occurred. Customer¿s blood glucose level was 158 mg/dl. Customer changed the pump supplies to resolve the issue and resumed insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.